Event description:
Information was received from a medtronic representative regarding an endoscope inspected during servicing. It was reported that the scope lens was cloudy. There was no patient involved in the event. No further complications were reported/ anticipated. Additional information was received. It was reported that the reported product is a demonstration machine and has been used multiple times. It seems that the defect was confirmed when the customer returned the product.

Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis # (B)(4): complaint: (B)(4). Cfn: (B)(4), lot/sn: (B)(6) as per service report, during the inspection at the time of acceptance, it was observed that there were scratches on the outer tube. Suspected root cause: wear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.